Manufacturer narrative:
Product complaint # ==>(B)(4). Visual examination of the device revealed that the fracture was located at 35mm from its distal tip. The second half of the drilling tap was not returned. The fracture analysis report reveals torsional shear markings following a circular pattern. This suggests the fracture end underwent a quasi-static overload torsional shear failure. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A definitive root cause for the drilling tap¿s distal end becoming fractured cannot be positively determined. However, the fracture analysis report suggests that suggests the fracture end underwent a quasi-static overload torsional shear failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). The device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
Intraoperatively during a viper procedure one tap broke and another tap bent. The fragment of the broken tap remained in vertebral body of patient, a viper screw was placed next to it successfully. Concomitant device reported: unknown viper screws (part# unknown, lot# unknown, quantity unknown). This complaint involves two (2) devices.

Manufacturer narrative:
Product complaint (B)(4).